Event description:
According to the reporter, prior to use, the cuff of the device would not hold pressure and was not able to inflate. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.